Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-31443. This report, 1818910-2014-31581, will be rejected. 1818910-2014-31443 will be kept for investigation purposes.

Event description:
Drill bit is bent.